Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise and oversensing on both channels. Additionally, there was suspected loss of capture (loc) on the right atrial (ra) channel. Technical services (ts) recommended further evaluation of this system. This pacemaker system remains in service and no adverse patient effects were reported.